Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: a review of the black box showed evidence of an unexplained power on reset event on the date of the complaint. The pump intermittently powered up with the returned battery cap and a test battery cap. The battery cap measured within specifications. The battery cap was unable to fully tighten. The battery compartment cracked from the thread area to the case seal and below the grip pad. Evidence of moisture contamination was found inside the battery compartment and the underside of the battery cap. A leak test showed a leak at the battery compartment. The pump case was removed to find evidence of additional moisture inside the pump on the force sensor housing and battery canister. The alleged intermittent power condition was due to battery compartment damage and moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.